Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2015, the 90% stenosis located in the mid left anterior descending(lad) was treated with balloon angioplasty with 10% residual stenosis and timi 3 flow. Follow-up core-lab angiography findings noted the presence of isr of pattern 2. Revascularization included total lesion revascularization (tlr). On the following day, the patient was discharged.

Manufacturer narrative:
UDI= (B)(4). Complainant name: (B)(6) dept. Of cardiovascular medicine. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2013, clinical assessment indicated that the patient's qualifying condition was stable angina and silent ischemia. Prior to procedure, the patient was found to have abnormal fractional flow reserve and elevated biomarkers indicative of ischemia. On the following day, index procedure was performed. Target lesion #1 was located in the distal left circumflex (lcx) artery with 75% stenosis and was 12mm long with a reference vessel diameter of 2.25mm. The lesion was treated with pre-dilatation and placement of 2.25x12.00mm study stent with 0% residual stenosis. Target lesion #2 was located in the mid left anterior descending (lad) artery with 90% stenosis and was 30 m long with a reference vessel diameter of 2.5mm. The lesion was treated with pre-dilatation and placement of 2.50x38.00mm study stent with 0% residual stenosis. One-day post procedure, the patient was discharged on dual antiplatelet therapy. In december 2015, the site reported and event of isr. Angiography without revascularization was performed to treat the event.